Event description:
The customer reported that rh(d) negative donor units yielded false positive reactions on erytype s rh donor when tested in tango optimo. The customer did return the supposedly defective product for investigational testing, but none of the donor units that had caused false positive test results were returned. Testing in our quality control laboratory is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that rh(d) negative donor units yielded false positive reactions on erytype s rh donor when tested on tango optimo. The customer did return the supposedly defective product for investigational testing, but none of the donor units that had caused false positive test results were returned. Our quality control laboratory tested the complaint sample with different red blood cells. Occasionally, the negative results were not completely resuspended. Therefore some red blood cells would remain on the bottom of the well and could not be correctly interpreted as a negative reaction by tango optimo. Visually, the reactions could be interpreted as clearly negative reactions. The retained erytype s rh donor sample was also tested with different red blood cells on tango optimo and yielded correct results because the customer's complaint was confirmed, an internal deviation was initiated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.